Event description:
Pt underwent total knee replacement in 1997. He recently presented with swelling, and radiographs revealed a failed locking mechanism and dissociation of the polyethylene. Tibial tray with tibial insert were revised in 1999.